Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: visible moisture found in the battery compartment. Leak test failed due to battery compartment leak. Battery compartment crack at the battery compartment threads above the bumper. Battery cap damaged/stripped. Returned battery cap unable to fully tighten; used to perform investigation. Opened pump, no further evidence of moisture found. Review of the bb show multiple unexplained por's, however this was not duplicated during this investigation. Pump was run on a 24 hour basal program with no intermittent power/robot occurrences. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.